Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had an appointment scheduled for the next day, but their implantable neurostimulator (ins) had become loose and was bulging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.